Event description:
I had allergan breast implants placed in 2009. I was part of an annual study that monitored my implants. However, the study stopped following me a few years back when I began to report a capsular contracture getting worse. Now, stage 4 contracture causes pain radiating up my neck and shoulder. My health began to decline, with no other illness to link to symptoms. Increasing / progressive symptoms to include multiple gi problems, migraines, brain fog / memory loss, extreme fatigue, joint pain, decreased immune system, malaise, irregular heart beat, chest pain. I have capsular contracture of left breast with multiple lumps with my allergan implants.